Event description:
It was reported that the patient presented with fatigue. A device check indicated right ventricular (rv) lead t-wave oversensing. A blood draw was done and the physician felt that the potassium level was the cause of the oversensing. The patient was ordered lasix daily and the sensitivity on the lead was reprogrammed. The lead remains in use. It was noted that the patient is taking part in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).